Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had motor error. The customer¿s blood glucose level was unknown. The customer stated that the pump had motor error on the screen. Customer also reported that the drive support cap is sticking out. The customer stated that they had air bubbles about 3 hours after filling the reservoir in the infusion set. The customer was advised to check for leaks at the p-cap connection, infusion tubing and reservoir. Customer was treated for high blood glucose with manual injection. The customer was advised to remain disconnected from the infusion at the quick set release. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.